Event description:
It was reported that the patient was experiencing discomfort due to the rash and blisters around the ipg site. The physician prescribed an ointment.

Manufacturer narrative:
Date of event: exact date unknown, event had occurred in the past month from the date the manufacturer became aware.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7072791/7072797.

Event description:
It was reported that the patient was experiencing discomfort due to the rash and blisters around the ipg site. The physician prescribed an ointment. Additional information was received that the patient was also not getting adequate stimulation. The patient underwent an explant procedure and all device components will not be returned by the medical facility.